Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they thought their incision was infected around the implanted neurostimulator. The caller reported that it had hurt since implant, but was getting worse the last 2-3 days. The patient thought that it flipped and it was red around it. It hurt when they sat, lay down, and walked. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did have an infection that was related to the device/therapy. They noted the steps taken to be "at office visit (B)(6) 2024 interstim removal surgery was scheduled. Patient now seeing provider every 4 weeks for wound management and home health changing dressings daily - still ongoing but patient showing great improvement." It was unknown to the hcp if the ins flipped and it was noted "provider did not note in patient's office visit note if interstim was flipped." The steps taken were noted to be the same as the previous steps taken regarding the infection. The issue was reported as not yet being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.